Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/12/2020. H.6. Investigation: five samples in open packaging and one sample without packaging were returned for investigation. Upon visual inspection of the samples, five out of the six samples had clogged needles; therefore, the incident could be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. There is a vision system at the assembly machine to detect the clogged needles and reject the part. The non-conformance might have happened on the reject station due to a worn out valve. Based on the investigation, there is no issue with the extension of the cylinder to reject the part, however, during the retraction there is a delay in the return action of the cylinder piston and hence caused the part to be rejected wrongly.

Event description:
It was reported that a plunger movement issue was found before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "after attaching the needle to the syringe, and trying to prime the needle and remove the air pocket, there is resistance when pushing up the syringe plunger." 5 occurrences were reported.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a plunger movement issue was found before use with a bd precisionglide¿ needle. The following information was provided by the initial reporter, "after attaching the needle to the syringe, and trying to prime the needle and remove the air pocket, there is resistance when pushing up the syringe plunger." 5 occurrences were reported.